Event description:
After drawing a venous blood gas (vbg) on patient, I then capped the syringe and pushed on the plunger to inject blood into the cap when top of syringe broke off, which caused myself and the patient to be splattered with blood. The blood splattered onto the patient's chest, bed, and onto my face, hair, and the bilateral lens of my eye glasses. The needles from two different packages were bent and protruding through the cap (these were brand new unopened packages). I pulled the entire lot from the department. Device #1is this a laboratory device or laboratory test?no.